Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any surgical delay related to the event? No. B. What is the loosening interface? Bone prothesis. C. Was there any infection? Epidermis germe & pneumonie. D. Clarify what implant(s) were revised? All cup & stem. D. Please confirm if there was an infection. The event description is unclear. Skin germs only.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, corail loosening. Why unknow infection? Right hip / first implantation (B)(6) 2018. The product was not returned to depuy synthes, however photos were provided for review. Review of the photographic evidence revealed that pinn mar +4 neut 36idx58od presents nothing indicative of a device non-conformance. No defects that could have contributed to the reported event were identified in the provided evidence. The overall complaint was not confirmed as the observed condition of the pinn mar +4 neut 36idx58od would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Corail loosening, unknown infection. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.